Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of being unable to appropriately connect the ventricular lead into the header was verified in the laboratory. A test lead could not fully insert into the ventricular lead bore. Visual inspection revealed epoxy in the ventricular contact spring. It is believed that this prevented the spring from expanding appropriately and prevented the lead from being fully inserted into the bore.

Event description:
It was reported during implant the device ventricular header issue was suspected. The lead cannot be accepted by the header. The device was returned.